Event description:
Patient underwent a previous procedure for an l1 compressed fracture with the fixation of 1a1b, including 4 pedicle screws on an unknown date. At a later date, surgeon determined that one of the screws needed to be replaced. Three locking caps were successfully removed from 3 of the pedicle screws using the torque handle and the counter torque. Surgeon could not remove 1 of the locking caps from the 4th pedicle screw because, it was bound to the implant. The surgeon tried to remove the locking cap again using the t-ratchet handle as a substitute for the torque handle, but the tip of the screwdriver shaft was worn out and it would not engage with the locking cap. Surgeon removed the locking caps and screws using the jumbo cutter that belongs to the hospital. This is 3 of 3 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.